Event description:
It was reported that the patient was undergoing a coronary artery bypass graft surgery. The pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).